Event description:
A malfunction was reported, identified by the malfunction code malf 0. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, and they were instructed to call back if the malfunction code recurred. The customer acknowledged and understood these instructions.